Manufacturer narrative:
Unit repaired by independent repair center. Per (B)(4) received 10/2/15: reason for repair is unit alarms not functional. The key failure is a short circuited power switch.

Event description:
Dealer states the unit does not alarm when they turn it on. Per independent repair center (B)(4) received 10/2/15, reason for repair is unit alarms not functional. The key failure is a short circuited power switch.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit does not alarm when they turn it on.